Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the thresholds of the right ventricular lead had been rising since implant. The physician believes the rise in thresholds are due to sarcoidosis. The patient was not symptomatic due to the event. The lead was capped and replaced on (B)(6) 2018. The patient was stable before, during and post procedure.